Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. During the investigation of the device history the reported infusion therapy could be found. Furthermore it was possible to detected that an infusion line type "space line" was selected. A vtbi of 70 ml and a run time of 2 hours were set. The infusion started with a flow rate of 35 ml/h at 12:31pm. During the infusion four pressure alarms occurred. At 02:52pm the infusion finished by the complete administered vtbi. The delay of the infusion was happened due the pressure alarms and late confirming of the alarms. The actual infused volmune was the entered vtbi of 70 ml. During the visual inspection of the infusomat space, all cover caps were on the screw pillars were available and undamaged. The production seal was available too, but the seal was damaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,38 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). During the results of the previous investigation first the upper housing part was removed and the inside of the device was investigated. It could be found a lot of soiling and thus the device was complete disassembled. The inside of the device was heavily damaged by liquid. Furthermore the operating unit has been damaged too. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under-infusion". Customer information: albumin 140mls prescribed over 4hrs running at 35mls/hr. Given 2x100ml bottles. Volume to be infused set at 90ml when pump alarmed at 1510 to say volume had been infused on inspection of the 100ml bottle there was 52mls left. Patient had been given 32mls (100ml bottle - 52ml left in bottle - 16ml run through line =32mls). This meant delay in treatment while infusion finished.